Event description:
It was reported that the biomed had an arctic sun device with low flow alerts. Biomed attempted to run a calibration and got an error 3 (pre-warm nominal flow error), inlet pressure was 0. A functional check in manual mode showed pump running at 100 percent command but no vacuum, device has 8547 hours and gave biomed the part numbers for the 2k preventive maintenance. Per follow up information received on 01aug2022, there was no patient involvement . The device was in need of 2k preventive maintenance service, biomed would order circulation pump since functional check showed pump running at 100 percent. But no vacuum.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. Biomed attempted to run a calibration and got an error 3 (pre-warm nominal flow error), inlet pressure was 0. A functional check in manual mode showed pump running at 100 percent command but no vacuum, device has 8547 hours and gave biomed the part numbers for the 2k preventive maintenance. Per follow up information, there was no patient involvement. The device was in need of 2k preventive maintenance service, biomed would order circulation pump since functional check showed pump running at 100 percent. But no vacuum. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The device was not returned for evaluation. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device with low flow alerts. Biomed attempted to run a calibration and got an error 3 (pre-warm nominal flow error), inlet pressure was 0. A functional check in manual mode showed pump running at 100 percent command but no vacuum, device has 8547 hours and gave biomed the part numbers for the 2k preventive maintenance. Per follow-up information received on 01aug2022, there was no patient involvement. The device was in need of 2k preventive maintenance service, biomed would order the circulation pump since functional check showed the pump running at 100 percent but no vacuum.